Event description:
It was reported that an c3-c6 anterior cervical discectomy fusion (acdf) and c4-c5 corpectomy procedure was performed on (B)(6) 2015. Post-operatively the surgeon reported that the images showed the radial strut graft (competitor's device) had migrated posteriorly and the c3 screws on the vectra locking plate were backed out halfway. Post-op pain was also reported. Surgeon reported that the patient needed revision of plate and screws from c3-c6 and strut graft to be tighter, the surgeon reported he would replace the plate, and place lateral mass screws from c3-t1 posteriorly. The x-rays taken on (B)(6) 2015 were reviewed by medical director, and stated that x-ray showed the bone strut tilted with its upper part points posteriorly to the spinal canal. The revision of the strut graft (c4-c5) and vectra plate was performed on (B)(6) 2015. Graft was re-cut to tighter fit from a radial strut graft. Plate and screws were removed and replaced with a 69mm vectra plate with two 4.5 x 18mm fixed angle self-tap screws at c3 and two 4.0 x 18mm fixed angle self-tap screws at c6. Patient was repositioned for posterior cervical and synapse 3.5 x 12 screws were inserted at c3-c6 and two 4.0 x 30mm synapse were inserted at t1 bilaterally. The 85mm precut rod was inserted with caps on left and 90mm rod inserted on right. Caps tightened and final torqued out. The 5cc dbx and 25cc chips laid in the gutters by the screws. The revision surgery was delayed about 15 minutes as the revision of strut graft took longer as well as re-entry to the surgical site due to previous surgery on (B)(6) 2015. Patient outcome was successful per the follow-up on (B)(6) 2015. This complaint involves 3 devices. One vectra plate and two c3-screws backed out post-operatively. This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: corrected data, reported as (B)(6) 2015 - should be blank, post op/pain. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.